Event description:
During procedure, the tip broke off while in the heart. The tip was successfully retrieved through a sheath by the md. Patient remained stable throughout the case. Additional products taken out of service and returned to the company.